Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal left circumflex artery. The physician advanced the 3.0 x 12mm nc quantum apex mr balloon to the lesion and inflated the balloon three times to 20 atms for 30 seconds. Upon the 4th inflation to 20atm for 30sec the balloon ruptured. The procedure was completed with a different device. The patient status was reported as good and there were no reported patient complications.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).